Event description:
A discordant, falsely low magnesium (mg) result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was released to the physician(s). The sample was repeated on an alternate instrument and on the same instrument after troubleshooting was performed, resulting higher on both. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that the discordant results were obtained after performing the daily cleaning procedure. Ccc performed server 1 maintenance and ran quality controls, which resulted within range. The customer repeated the patient sample and the result was as expected. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low mg result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.